Event description:
It was reported the patient had a shocking/jolting sensation and requested to get help with reprogramming.

Manufacturer narrative:
Concomitant medical products: product ID 3708120, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID 37743, serial# (B)(4), product type: programmer, patient. Product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID 37752, serial# (B)(4), product type: recharger.

Manufacturer narrative:
(B)(4).